Event description:
Medtronic received a report that the coils could not get in the microcatheter. It was unknown if the reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. Additional information has been received reporting the resistance occurred in the middle of the catheter lumen. The coil did not come out of the introducer sheath smoothly. It was unknown if there was any kink/damage to the coil observed after removal. The catheter was an asahi parkway microcatheter. It was unknown if the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.

Manufacturer narrative:
Product analysis: as found condition: the concerto coil was returned for within shipping box; within two sealed tyvek biohazard pouches within a sealed plastic biohazard pouch and within their opened inner pouches. The asahi parkman micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the concerto pusher was found broken/kinked at the proximal load indicator with the two segments retained by the release wire. The pusher was found bent at ~37.0cm from the proximal end and found kinked at ~98.2cm from the proximal end. The coin was found fully retracted out of the lumen stop. The shield coil was found stretched. The implant coil was already detached and not returned for analysis. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, or tortuous anatomy. As the asahi parkman micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be assessed. The parkman micro catheter has an inner diameter of 0.027¿ (per asahi website) and is therefore compatible for use with the concerto coil. The returned concerto pusher was found bent/kinked, and the shield coil was found stretched. It is possible the damages occurred during the attempt to advance/retract the coil into the micro catheter against the reported resistance or during return shipping to medtronic as the device was returned without its introducer sheath. The pusher was found broken, and the implant coil was detached (as expected by the detachment subassemblies). The customer did not report detaching the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.